Event description:
A user facility reported a blood leak from the arterial sampling port that occurred one hour and 40 minutes following the initiation of extracorporeal membrane oxygenation support. The patient had a blood loss of approximately 50 ml as a result of this event. There was no specified patient serious injury. The complaint sample was discarded onsite and unavailable to be returned for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.